Manufacturer narrative:
The ventilator was investigated by field service engineer (fse). According to the fse, cleaned fan filters, replaced expiratory cassette membrane, cleaned inspiratory pipe membrane, installed full pm (preventive maintenance) kit. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The provided logs confirmed the reported problem.

Event description:
It was reported that ventilator alarmed for low expiratory minute volume and high pressure. The was no patient harm. Manufacturer's ref.#: (B)(4).